Manufacturer narrative:
This is 2 of 2 reports (2nd MDR). There are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the guidewire proximal end was noted to be kinked/bent, and guidewire distal tip/end was noted to be kinked/bent and broken/fractured. The core wire distal end was observed through the distal tip dome. Functional inspection was not carried out due to the damage noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire distal end/tip kinked/bent was confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. As per the additional information, continuous flush was set up and maintained throughout the clinical procedure, the device was prepared for use as per the directions for use and it is unknown if the patient's anatomy was tortuous. The device was returned, and it confirmed that the distal tip of the guidewire was kinked. It is probable that there were anatomical and/or procedural factors present during the clinical procedure which may have caused the reported kinking and fracturing to the distal tip of the guidewire. An assignable cause of procedural factors will be assigned to the reported and analyzed guidewire distal end/tip kinked/bent and to the analyzed guidewire distal tip broken/fractured during use, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. It is probable that the proximal end if the guidewire was kinked as a result of handling of the guidewire during use, therefore an assignable cause of handling damage will be assigned to the analyzed guidewire kinked/bent.

Event description:
It was reported that during a dural arteriovenous fistula (davf) case, the subject guidewire distal tip was found to be kinked during advancing. The procedure was completed successfully with another device without any clinical consequences to the patient. The subject guidewire was returned for analysis and the device investigation revealed that the distal tip of subject guidewire was broken fractured during use.